Manufacturer narrative:
Approximate age of device - 3 months. The device remains in use supporting the patient. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use list bleeding as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was readmitted on (B)(6) 2012 for upper and lower gastrointestinal bleeding and anemia reported to be related to anticoagulation therapy. The patient had an inr of 1.8 and platelet count of 246 x 10^9/l and was on an anticoagulation regimen of warfarin and aspirin. No treatment information was provided. The bleeding reportedly resolved on (B)(6) 2012. The patient remains on vad support.